Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead resulting in a lead safety switch. Additionally, loss of capture (loc) and a decrease in sensing were observed. Boston scientific technical services (ts) recommended performing a chest x ray to determine setscrew issues or under insertion of the lead. A chest x ray was performed and no header issues were observed. A lead revision was planned. No adverse patient effects were reported. At this time, this device system remains in service.